Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phonecall that she is having problem with her insulin pump and its not working properly and she blood glucose level was in the range of 200-400mg/dl and it hasn't been lower than this then it was 317mg/dl and after having lunch it was 400mg/dl. The product will not be returned for analysis. Frn unk res. Unomedical infusion set.